Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker developed a pocket hematoma after the last change out. It was noted that a pocket evacuation was performed and hematoma was removed. No additional adverse patient effects were reported.